Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an unspecified infusion was intended to run over three (3) hours but completed in five (5) minutes instead. There was patient involvement but no harm. Additional information was provided to bd through follow-ups. It was reported that only the pump module was sequestered and sent to the hospital's biomed team. The pcu was not sequestered/serial number is unknown, and the tubing was reportedly already disposed. The hospital's biomed team performed their own testing of the pump module: it passed rate accuracy test ((B)(4)%), there were no broken parts, and it passed pressure test. Although requested, the customer declined to send the pump module to bd. The customer stated that they believe there was nothing wrong with the pump as it "passed all tests." However, they are unable to review the programming as the pcu was not sequestered. It was also reported that the hospital's biomed director interviewed the clinical staff. He was told that the clinicians don't believe the fluid was bloused into the patient because the patient did not have any adverse reactions. Their belief was that if the patient did receive the fluids, the patient would have had serious reaction, but the patient did not have any reaction and there was no harm. Although asked, the customer stated that the name of the fluid was not disclosed by the clinical staff. The customer stated that they were unable to determine the root cause of the reported issue and believes there might have been an issue with the patient's vascular access port. However, the customer is unable to confirm this.

Event description:
It was reported that an unspecified infusion was intended to run over three (3) hours but completed in five (5) minutes instead. There was patient involvement but no harm. Additional information was provided to bd through follow-ups. It was reported that only the pump module was sequestered and sent to the hospital's biomed team. The pcu was not sequestered/serial number is unknown, and the tubing was reportedly already disposed. The hospital's biomed team performed their own testing of the pump module: it passed rate accuracy test (1.5%), there were no broken parts, and it passed pressure test. Although requested, the customer declined to send the pump module to bd. The customer stated that they believe there was nothing wrong with the pump as it "passed all tests." However, they are unable to review the programming as the pcu was not sequestered. It was also reported that the hospital's biomed director interviewed the clinical staff. He was told that the clinicians don't believe the fluid was bloused into the patient because the patient did not have any adverse reactions. Their belief was that if the patient did receive the fluids, the patient would have had serious reaction, but the patient did not have any reaction and there was no harm. Although asked, the customer stated that the name of the fluid was not disclosed by the clinical staff. The customer stated that they were unable to determine the root cause of the reported issue and believes there might have been an issue with the patient's vascular access port. However, the customer is unable to confirm this.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.